Event description:
It has been reported to philips that the geometry movements were partially available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the system's log file indicated that the system displayed some geometry errors at start-up but recovered, executing normal geometry movements after starting up. The system was tested onsite and confirmed to comply with its specifications, and was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Further investigation confirmed that the system displayed some geometry errors while starting up but recovered and executed normal geometry movements after start-up. This scenario is not likely to cause or contribute to a serious injury should it recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.